Event description:
It was reported that during a routine follow-up, it was noted that the sensing was low. A capture test was performed and no capture was seen at maximum output. Under x-ray it was observed that the lead had dislodged. At attempt to reposition, the helix could not be extracted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.